Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a tubal due to complications). At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirmed essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/migration of the device") and menorrhagia ("menorrhagia") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation, gravida I, parity 1, mycotic allergy (anaphylaxis) and chickenpox (child). No known drug allergies. Normal menses : no, endometriosis. Has never used illegal drugs, alcohol history never drink alcohol. Tobacco use has never smoked or chewed tobacco. Previously administered products included for an unreported indication: mirena. Concurrent conditions included morbid obesity. Concomitant products included clopidogrel bisulfate (plavix), empagliflozin (jardiance), metformin and topiramate. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), migraine ("migraines/ headaches") and headache ("migraines/ headaches"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced device expulsion ("expulsion of essure device (right side)"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 9 days after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain/ pain in pelvic area (mild to severe at times)"), menstrual disorder ("rnenstruation issues"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full) and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, device expulsion, vaginal haemorrhage and pelvic pain had not resolved and the menstrual disorder, migraine, headache, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, device expulsion, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure device was deployed into the right tube, and upon complete deployment , 3 coils were also showing in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: confirmed essure device was successfully occluded; on (B)(6) 2015: results: essure device was successfully occluded; on (B)(6) 2015: one of the tubes was not blocked after the essure 3 months ago. Patient reported bump on pelvic area that busted, drained puss and blood had upcoming essure with the them and wants to make sure she doesn't need antibiotic.. Most recent follow-up information incorporated above includes: on 3-dec-2018: pfs was received new events depression and anxiety added. Concomitant medication added. Events onset date was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/migration of the device") and menorrhagia ("menorrhagia") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tubal ligation, gravida I, parity 1, mycotic allergy (anaphylaxis) and chickenpox (child). No known drug allergies. Normal menses : no, endometriosis. Has never used illegal drugs, alcohol history never drink alcohol. Tobacco use has never smoked or chewed tobacco. Concurrent conditions included morbid obesity. Concomitant products included levonorgestrel (mirena) since june 2013 for birth control. In february 2015, the patient experienced migraine ("migraines/ headaches") and headache ("migraines/ headaches"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 3 months 9 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2015, the patient experienced device expulsion ("expulsion of essure device (right side)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), pelvic pain ("pelvic pain/ pain in pelvic area (mild to severe at times)") and menstrual disorder ("rnenstruation issues"). The patient was treated with surgery (underwent tubal ligation and device explant due to complications from the essure device) and surgery (ablation). Essure was removed. At the time of the report, the device dislocation, menorrhagia, device expulsion, vaginal haemorrhage, pelvic pain, menstrual disorder, migraine and headache outcome was unknown. The reporter considered device dislocation, device expulsion, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure device was deployed into the right tube, and upon complete deployment , 3 coils were also showing in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. Hysterosalpingogram - on 19-feb-2015: confirmed essure device was successfully occluded; on 27-may-2015: essure device was successfully occluded 01-jul-2015, one of the tubes was not blocked after the essure 3 months ago. Patient reported bump on pelvic area that busted, drained puss and blood had upcoming essure with the them and wants to make sure she doesn't need antibiotic. Current weight 219 lbs. Most recent follow-up information incorporated above includes: on 14-may-2018: pfs information received. Plaintiff also complained of migraines / headaches, expulsion of essure device (right side) and pain in pelvic area (mild to severe at times). She underwent to ablation on unspecified date. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/migration of the device") and menorrhagia ("menorrhagia") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tubal ligation, gravida I, parity 1, mycotic allergy (anaphylaxis) and chickenpox (child). No known drug allergies. Normal menses : no, endometriosis. Has never used illegal drugs, alcohol history never drink alcohol. Tobacco use has never smoked or chewed tobacco. Previously administered products included for an unreported indication: mirena. Concurrent conditions included morbid obesity. On (B)(6)2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines/ headaches") and headache ("migraines/ headaches"). In (B)(6) 2015, the patient experienced device expulsion ("expulsion of essure device (right side)"). On (B)(6)2015, 3 months 9 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), pelvic pain ("pelvic pain/ pain in pelvic area (mild to severe at times)") and menstrual disorder ("rnenstruation issues"). The patient was treated with surgery (underwent tubal ligation and device explant due to complications from the essure device) and surgery (ablation). Essure was removed. At the time of the report, the device dislocation, menorrhagia, device expulsion, vaginal haemorrhage and pelvic pain had not resolved and the menstrual disorder, migraine and headache outcome was unknown. The reporter considered device dislocation, device expulsion, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure device was deployed into the right tube, and upon complete deployment , 3 coils were also showing in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. Hysterosalpingogram - on (B)(6)2015: confirmed essure device was successfully occluded; on (B)(6)2015: essure device was successfully occluded (B)(6)2015, one of the tubes was not blocked after the essure 3 months ago. Patient reported bump on pelvic area that busted, drained puss and blood had upcoming essure with the them and wants to make sure she doesn't need antibiotic. Current weight 219 lbs. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Outcome of event migration of essure device, pelvic pan, abnormal bleeding (vaginal, menorrhagia) and expulsion of essure device was updated to not recovered/not resolved. Event onset added incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/migration of the device") in a 29-year-old patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tubal ligation, gravida I, parity 2, mycotic allergy (anaphylaxis) and chickenpox (child). No known drug allergies. Normal menses : no, endometriosis. Has never used illegal drugs, alcohol history never drink alcohol. Tobacco use has never smoked or chewed tobacco. Concurrent conditions included morbid obesity. Concomitant products included levonorgestrel (mirena) since (B)(6) 2013 for birth control. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 3 months 9 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), menstrual disorder ("rnenstruation issues"), vaginal haemorrhage ("abnormal vaginal bleeding ") and menorrhagia ("menorrhagia"). The patient was treated with surgery (underwent tubal ligation and device explant due to complications from the essure device). Essure was removed. At the time of the report, the device dislocation, pelvic pain, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device dislocation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure device was deployed into the right tube, and upon complete deployment , 3 coils were also showing in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirmed essure device was successfully occluded; on (B)(6) 2015: essure device was successfully occluded. (B)(6) 2015, one of the tubes was not blocked after the essure 3 months ago. Patient reported bump on pelvic area that busted, drained puss and blood had upcoming essure with the them and wants to make sure she doesn't need antibiotic. Current weight 219 lbs. Most recent follow-up information incorporated above includes: on 27-feb-2018: reporter information was updated. Her historical condition, concurrent condition were added. Lab data was added. Her concomitant medication was added. Essure indication was amended. Events: abnormal vaginal bleeding and menorrhagia were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of the device') and menorrhagia ('menorrhagia') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation, gravida I, parity 1, mycotic allergy (anaphylaxis) and chickenpox (child). No known drug allergies. Normal menses : no, endometriosis. Has never used illegal drugs, alcohol history never drink alcohol. Tobacco use has never smoked or chewed tobacco. Previously administered products included for an unreported indication: mirena. Concurrent conditions included morbid obesity. Concomitant products included clopidogrel bisulfate (plavix), empagliflozin (jardiance), metformin and topiramate. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), migraine ("migraines/ headaches") and headache ("migraines/ headaches"). In (B)(6) 2015, the patient experienced device expulsion ("expulsion of essure device (right side)"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 9 days after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain/ pain in pelvic area (mild to severe at times)"), menstrual disorder ("rnenstruation issues"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full) and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and device expulsion had not resolved, the menorrhagia, vaginal haemorrhage and pelvic pain had resolved and the menstrual disorder, migraine, headache, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, device expulsion, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure device was deployed into the right tube, and upon complete deployment , 3 coils were also showing in the endometrial cavity. Patient received treatment for pain ,bleeding and migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: confirmed essure device was successfully occluded; on (B)(6) 2015: results: essure device was successfully occluded; on (B)(6) 2015: one of the tubes was not blocked after the essure 3 months ago. Patient reported bump on pelvic area that busted, drained puss and blood had upcoming essure with the them and wants to make sure she doesn't need antibiotic. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of events "pelvic pain, menorrhagia and vaginal bleeding" were updated as recovered. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of the device') and menorrhagia ('menorrhagia') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation, gravida I, parity 1, mycotic allergy (anaphylaxis) and chickenpox (child). No known drug allergies. Normal menses : no, endometriosis. Has never used illegal drugs, alcohol history never drink alcohol. Tobacco use has never smoked or chewed tobacco. Previously administered products included for an unreported indication: mirena. Concurrent conditions included morbid obesity. Concomitant products included clopidogrel bisulfate (plavix), empagliflozin (jardiance), metformin and topiramate. On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion ("expulsion of essure device (right side)"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 9 days after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain / pain in pelvic area (mild to severe at times)"), menstrual disorder ("rnenstruation issues"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full) and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and device expulsion had not resolved, the menorrhagia, vaginal haemorrhage and pelvic pain had resolved and the menstrual disorder, migraine, headache, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, device expulsion, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure device was deployed into the right tube, and upon complete deployment, 3 coils were also showing in the endometrial cavity. Patient received treatment for pain, bleeding and migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: results: confirmed essure device was successfully occluded; on (B)(6) 2015: results: essure device was successfully occluded; on (B)(6) 2015: one of the tubes was not blocked after the essure 3 months ago. Patient reported bump on pelvic area that busted, drained puss and blood had upcoming essure with the them and wants to make sure she doesn't need antibiotic. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.